Event description:
The event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer where a leak was reported. The customer switched the tubing and was working after that. There was patient involvement, no patient harm, but there was delay in therapy.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Manufacturer narrative:
Received one (1) new smallbore ext set for inspection. No defects or anomalies noted. There were no cracks observed on the set. The sample was leak tested per product specifications. There was no leakage. The reported complaint of leakage can be confirmed based on a lot history review. The probable cause is due to a material issue with a vendor-supplied part. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The device history review (DHR) was reviewed, and supplier part r1-2361 was found to be part of the set and falls under the scope of an ongoing investigation. If additional information is received.